Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when they were seen by their dentist, they were advised to stop using the aligners immediately because they are causing damage.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.